Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.